Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that image visibility was poor on ll projections with 2d image acquisitions. Troubleshooting suspected there were obstacles in the way of the x-rays, referencing the patient table as an example. There was no patient present when this issue was identified. Additional information was received stating that the rad and floro calibration were performed and the image quality improved.